Manufacturer narrative:
The actual device has not been returned to the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Based from the results of our investigation, the root cause of the problem could not be identified. The photo provided and verification by the facility, the sample has protruding needle which punctured the protector. However, verification of retention samples has confirmed free from any similar defects. Functional test conducted for protector fitting force also passed. It was described on the complaint details that the user might have re-capped the protector in a slant angle resulting to protector puncture and needle stick. We have in-process inspection during needle assembly and needle packaging, there was no protector puncture noted. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that after implementation of local anesthesia was done on a patient, the doctor re-placed the protector. While replacing the protector the doctor incurred a needle puncture. The sharp tip penetrated through the protective cap. Additional information received on 3/15/2018: it was reported that the needle was being protruded from the protector and was approximately 3mm long and was approximately 15mm away from protector tip. Additional information received on 3/16/2018: it was reported that the doctor is currently being monitored. There was no medical intervention involved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date and the completed investigation results. The actual device was returned to the manufacturing facility for evaluation. A one-piece needle and a 5ml non-terumo syringe, which contains 2ml of medicine, were received. The needle was bent and the protector was punctured. The protector puncture is located 15mm from the protector tip and the protruding needle is 3mm. Based from the results of our investigation and assessment of the actual sample, the root cause of the complaint could not be identified. Verification of the actual sample showed protruding needle, which punctured the protector. There were traces of liquid, presumed to be medicine, observed on the inside surface of protector. As also described on the complaint details, the user might have re-capped the protector in a slant angle resulting to protector puncture and needle stick. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.